Manufacturer narrative:
The reported event of coagulum on the catheter tip was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, one image was returned. The image appears to show a blood-like substance on the proximal end of the tip electrode and on the shaft just proximal to the tip electrode, consistent with the reported coagulum. The cause of the reported coagulum on the tip remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an ablation procedure, coagulum was noted at the catheter tip. The patient was stable with no patient consequences.

Manufacturer narrative:
The reported event of coagulum on the catheter tip was confirmed. Only the distal shaft of the catheter was returned, but a blood-like substance was noted on the proximal end of the tip electrode and on the shaft just proximal to the tip electrode, consistent with the reported event. Functional testing was not possible due to the received condition of the device. The cause of the reported coagulum on the tip remains unknown.